Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported piccline defect. On numerous occasions, we notice a leakage that stains the dressing and prevents it from holding properly. Required change of piccline. The exact number of occurrences was not provided by the complainant. No other information was provided.